Event description:
It was reported that during an unknown procedure, after the 1st firing, the surgeon removed the device out of the patient. When the nurse wanted to change a new reload on the device, she found the jaw of the device could not open. Then changed another device and reload to complete the procedure. The 1st firing was as expected. Changed to another device to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The ec60 device was received for analysis with no visual non-conformances and with no reload present. The device was tested for functionality with a test reload. The jaws of the instruments were closed by squeezing the closing trigger toward the handle and an audible click indicated that it locked in place. It was observed at this point that the closing trigger locked completely against the handle (no gap). The instrument was fired by squeezing the firing trigger achieving 3 complete strokes without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The anvil release button was pressed to separate the instrument jaws and allow both triggers to return to their original position. This only occurred when applying reverse force to the firing trigger and pressing the anvil release button simultaneously. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.